Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and dka on (B)(6) 2018 with blood glucose of 456 mg/dl and the customers current blood glucose is 303 mg/dl. The customer was treated by bolus with pump. The customer also reported that leak or air bubble in reservoir tubing. Troubleshooting was declined for high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.